Event description:
Stretcher found in storage area, tagged "brakes". No injury alleged.

Manufacturer narrative:
Technician found the brakes were engaging but not holding due to broken screw in hex rod. Replaced the rod and screw to resolve this issue. Stretcher found in storage area.